Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right ventricular (rv) lead failed to extend. The rv lead was not used and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece with the helix noted retracted and clogged with blood/ tissue. X-ray examination noted the inner coil was overtorqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to the blood/ tissue in the helix region and overtorque of the inner coil.